Event description:
Philips received a complaint on the patient information center ix indicating that at 7:40 the spo2 alarm for room 146f failed in the room and on the central station. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
The remote service engineer (rse) reviewed the log for the device, which showed that the desaturation was recorded and rang on the central station. In order for the alarm to ring on the central station, it has to receive an alarm signal from the bedside monitor. The alarm was acknowledged at the central station, which ends the audio alarm. The visual alarm remained displayed until the alarm condition ended at 07:43. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified.